Event description:
It was reported that a trifusion was setup when the nurse noticed the patient's blood was backing up in the line. Although requested, there were no further details or information provided and no report of harm.

Manufacturer narrative:
The customer¿s stated issue of ¿patient¿s blood was backing up in the line¿ was not confirmed through log reviews or laboratory testing. Physical inspection noted the device to be in fair condition. The left and right iui both have dried fluid on the pins. There were no observations of fluid ingress in the bezel or rear case. There was no contamination observed on the electronic or mechanical components. The customer¿s stated issue of ¿patient¿s blood was backing up in the line¿ was not confirmed through a log reviews or through testing. The log review found no programming errors that would explain a report of backflow of blood. Functional testing consisting of timed rate accuracy testing and occlusion testing performed on the source pump module¿s found both devices operating in specification and working as designed. The administration set was not returned by the customer and therefore could not be tested. The device was being used for treatment. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that a trifusion was setup when the nurse noticed the patient's blood was backing up in the line. Although requested, there were no further details or information provided and no report of harm.